Event description:
It was reported to philips that the equipment was not turning on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and recommended that the customer manually power on the host computer, which was fully operational. Following troubleshooting procedures, the rse guided the customer to scan the host pc and examine the cables and connections. The rse verified that the host pc was functioning properly. After the necessary repairs, the system was returned to use in good working order.